Event description:
The customer reported the generation of false sodium (na) and bun (blood urea nitrogen) patient results on their au680 clinical chemistry analyzer. The erroneous patient results were not reported out of laboratory. There was no report change to treatment, injury, or death associated with this event. The customer did not provide patient demographics, and the exact number of patients affected is unknown.

Manufacturer narrative:
A beckman coulter field service engineer was dispatched to the customer site to evaluate the au680 clinical chemistry analyzer. The fse inspected the instrument and replaced parts as troubleshooting. After two service visits, the fse determined that the degasser was faulty and causing the failure. The fse replaced the degasser to resolve the issue. No further issues were noted. Section a2, a3, a4, a5: no patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is (B)(4).